Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user uses stomahesive paste to her peristomal skin. She changes her wafer every 3-4 days. She has used the sur-fit natura modabl durahesive wafer-411802, for the last 2 wafer changes and reports reddened purple area is now improving. End user was instructed on crusting with stomahesive powder and the usage of protective barrier wipes. End user was instructed to follow-up if the area does not continue to improve. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
End-user reports a 'reddened purple' discoloration to peristomal skin at the distal end of her stoma extending outward approximately 13mm.

Manufacturer narrative:
The product associated with batch 3b01987 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. Batch record review was performed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).